Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination identified damage to the proximal end of the stent. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 3.00x38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal edge of the stent was damaged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 3.00x38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal edge of the stent was damaged. The procedure was completed with a different device. No patient complications were reported.